Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and the pump alarmed no delivery.  The customer treated with a manual shot.  Customer indicated that the pump was able to prime. Troubleshooting advised that no delivery was most likely the result of an occlusion. Troubleshooting advised customer to change the entire set, reservoir and insulin and return the set for analysis.